Event description:
The caller reported that the tracheostomy tube was found to be leaking in 2009, and they had to replace it as an unscheduled tracheostomy change. It is not known where the leaking occurred. The tracheostomy tube is not available for return, and the lot number is unknown.